Event description:
In (B)(6) of 2006, I started having a rash on my arms and then I started having severe menstrual cramps. I also started having severe intestinal cramps, that would cause my face and eyes to turn blood red. This usually came around time for my monthly cycle. (B)(4).